Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an inquiry was received regarding the right ventricular (rv) lead and right atrial (ra) lead polarity switch. Review of incoming data indicated the rv lead exhibited low impedance. The ra lead exhibited low impedance. The rv and ra lead setting were re-programmed, and the lead remain use. Additional information received indicated on the same day of the reported polarity switch and impedance issues, the patient had unrelated medical procedures. No patient complications have been reported as a result of this event.